Event description:
Nurse caring for infant went to clip end of cord clamp (opposite end from where plastic circular area surrounds transponder) to open it. As she did so, the plastic rim of the transponder popped (broke) off. In this infant and in several other infants, the transponder is causing premature dislodging of the cord at the umbilicus with local bleeding which has been controlled with direct pressure. Returned to distributor on 3/11/99.